Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that their implant was sticking out of their body and causing discomfort. When they had to sit down, they needed to be on a pillow otherwise it will hurt. Caller stated that it felt like implant getting closer to their skin. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.